Event description:
Pt was prescribed oxygen. Pt's daughter ordered 1 nebulizer and 1 o2 cylinder but they only delivered a nebulizer. After inquiring about the o2 cylinder the delivery person told her that he had 1 in his trunk he could give her. The delivery person told her to hit the flow rate (gauge) to make it go down. The 1st time pt used the tank, he was short of breath. Daughter hit gauge, which read 2 liters. After she hit it, the gauge read 5 liters. Pt also complains that the oxygen did not smell like it.